Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The universal cord (uc) sheath of the light guide bundle was found to be darkened and fractured (light guide bundle glass was chipped and insertion tube was broken). The universal cord sheath of the light guide bundle was found to be darkened and fractured (light guide bundle glass was chipped and insertion tube was broken). The exact cause of the failures could not be identified. Based on the results of the investigation, the broken uc sheath light guide bundle may have been caused by cable damage when it was pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had insufficient brightness on the image. The event occurred during cleaning and disinfection for a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and performed an onsite repair. The universal cord scratched, the light bundle broke, the light bundle of insertion tube is broken, and the light bundle glass was chipped. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.